Manufacturer narrative:
H11: the expiration date was previously reported in initial mfg report # h11: 2020394-2024-01376 section h11/manufacturer narrative: as 09/2025; however, the day is now known and has been corrected in d4 of this report (2020394-2024-01376- follow up #1) to 09/16/2025. Additionally, the UDI previously reported in initial mfg report # h11: 2020394-2024-01376 section d4 was (B)(4); however, the complete UDI is known and has been corrected in d4 of this report (2020394-2024-01376- follow up #1) to (B)(4). Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was not returned for evaluation, and photos were not provided which results in inconclusive results. There was no indication of manufacturing deficiencies. Based on the provided information and the evaluation of the returned sample, the investigation is closed with inconclusive results. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: "carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised.", and "there is also a removable safety clip that prevents premature outer sheath retraction". Regarding precautions, the IFU states: "the endovascular system will function after the safety clip is removed and the tuohy-borst valve is loosened. This should not be undertaken until the stent graft is at the target location and ready to be deployed". H11 corrections: d4, g4. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the stent allegedly came off the shaft. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the stent allegedly came off the shaft. The procedure was completed using another device. There was no patient contact.